Event description:
At the end of the case the camera was removed from the patient and disconnected from the light cord, but the safety mechanism that automatically turns off the light did not work. The staff did not notice the light was still on, resulting in unanticipated heat which melted the drapes. No injury to the patient occurred.